Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A doctor of ophthalmology reported that a preloaded intraocular lens (iol) didn't come out correctly from the injector; therefore, the iol was not implanted. There was no impact to the patient as the lens was exchanged for another one.

Manufacturer narrative:
The device has been received at the manufacturing site. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were not returned; only the carton and inserts were returned. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported event. No other details were provided. The manufacturer internal reference number is: (B)(4).